Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. Based on the data found, the root cause of the event could not be determined. Possible root causes could be that the disposable enteral feeding tube with balloon was used more than once and was therefore damaged or that the product was defective. In consequence (correction) the enteral feeding tube with balloon was replaced. There was no patient or user harm reported.

Event description:
The hospital staff was using the g5 to measure the patient's internal esophageal pressure. He performed a leak test prior to insertion and there were no problems. After insertion, he was able to measure for about 3 hours without any problems. Then, as shown in the attached image (img_0003.jpg), the pressure was suddenly released and went to zero. Therefore, the balloon was removed and the balloon was examined. It was found that the balloon was damaged in several places. What could have caused this?